Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 3.0 x 32mm ion mr stent delivery system was reported as not being able to "pass" and that it was "kinked, mingled, and flared." No patient complications were reported and the patient's status is unknown.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a taxus element/ion monorail stent delivery system (sds) with no other devices. There was contrast in the inflation lumen. The stent had moved on the balloon 1.5mm proximal of the distal markerband. Multiple stent struts were stretched and flared on the tightly folded balloon. There was distal tip damage. Magnified inspection presented no evidence of any product quality deficiencies contributing to the stent moved on balloon, stent and tip damage and the reported crossing difficulties. A thorough analysis of the returned device could confirm the stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 3.0 x 32mm ion mr stent delivery system was reported as not being able to "pass" and that it was "kinked, mingled, and flared". No patient complications were reported and the patient's status is unknown.

Manufacturer narrative:
Device is combination product. (B)(4).